Event description:
It was reported that the ilet charger did not power on despite use of multiple outlets, a fully inserted cord, and correct placement of the ilet on the charging pad. Investigation of this case revealed a suspected charger malfunction. No clinical symptoms reported during the event. Outcomes included no alerts or alarms and no interruption to blood glucose management, with the device battery at 80 percent. It was concluded that a replacement charger should be provided, and an overnight shipment was arranged.